Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: catalog and lot number. D4: UDI. D9: device available for evaluation change yes to no. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative. H3 other text : summary investiation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth location 31 was removed due to an infection. Additional appointment required: yes, to place a new implant and graft the site symptoms as a result of the event: pain.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
No further event information is available at the time of this report.